Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) gmbh received a report that the touch screen on pump 3 of the sorin s5 system would not respond to touch during priming. When the system was restarted, the display on pump 1 was blue. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen on pump 3 of the sorin s5 system would not respond to touch during priming. When the system was restarted, the display on pump 1 was blue. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in baltimore, md. This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative was dispatched to the facility for investigation. The s5 system was on when the field service representative arrived on site, the two pumps in question were running. The service representative reseated all the connectors inside, ran full checks on the whole system and performed a warranty preventative maintenance. He was not able to reproduce any issues with this system. The field service representative proposed the client was pressing the line bar on the pump touchscreen too far towards the right side and it needs to be touched closer to the left side to open the menus on the pump display. The field service representative did move pump connections from ports 1 and 3 to different ports on the pump connection strip to establish new can and power connections. A review of the dha did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.